Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Crease/folding of implant: observed, fold creases. Anxiety-product/procedure: unable to observe since it is not related to the device. Pruritus: unable to observe since it is not related to the device. As per the investigation procedure deformation, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side textured implant, and capsular contracture baker grade ii. Healthcare professional additionally reported ¿fluid 4 cc , sent for flow cytometery.¿ healthcare professional later reported "any creases." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported a right-side textured implants / grade 2 capsular contracture. Healthcare professional additionally reported ¿right breast fluid 4 cc, sent for flow cytometry.¿ the device has been explanted.